Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous report. The product serial/lot number was not provided to boston scientific. A good faith effort was made to obtain the information; however, the information was unable to be obtained. Because the product serial/lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that review of the electrode on x-ray and computed tomography (CT) one day post implant, noted that the electrode perforated through the fifth and sixth intercostal space. The physician noted that the perforation occurred while using this tunneling tool to place the electrode at implant. A revision procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported. The specific serial or lot number for this tunneling tool was requested from the physician, however, was unable to be obtained as the information was discarded at the hospital. This tunneling tool was discarded by the hospital and is not expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product serial/lot number was not provided to boston scientific. A good faith effort was made to obtain the information; however, the information was unable to be obtained. Because the product serial/lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that review of the electrode on x-ray and computed tomography (CT) one day post implant, noted that the electrode perforated through the fifth and sixth intercostal space. The physician noted that the perforation occurred while using this tunneling tool to place the electrode at implant. A revision procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported. The specific serial or lot number for this tunneling tool was requested from the physician, however, was unable to be obtained as the information was discarded at the hospital. This tunneling tool was discarded by the hospital and is not expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of the electrode on x-ray and computed tomography (CT) one day post implant, noted that the electrode perforated through the fifth and sixth intercostal space. The physician noted that the perforation occurred while using this tunneling tool to place the electrode at implant. A revision procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported. The specific serial or lot number for this tunneling tool was requested from the physician, however, was unable to be obtained as the information was discarded at the hospital. This tunneling tool was discarded by the hospital and is not expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product serial/lot number was not provided to boston scientific. A good faith effort was made to obtain the information; however, the information was unable to be obtained. Because the product serial/lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.